Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. During the system check with tandem technical support, it was determined that the cartridge should be changed. It was noted that the customer was able to get through the load sequence and resume insulin delivery.